Event description:
Info received indicates the brake pedal will set but the casters continue to roll.

Manufacturer narrative:
The technician found the casters were worn and the brake pedal broken. He replaced the caster and the brake pedal to repair the bed.